Manufacturer narrative:
Immucor technical support used a remote electronic access method on 26may2017 to assess the unexpectedly negative instrument test well images in question, which appeared visually weak positive.

Event description:
On 26may2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2017.